Event description:
Additional information received reported that the patient was still having concerns with her device or therapy and was working with the doctor or manufacturer representative. The patient had an appointment on (B)(6)-2013.

Event description:
It was reported that since implant in 2011, the patient experienced accidents 4-5 times daily. The patient had also had reoccurring bladder infections. The patient¿s first implantable neurostimulator (ins) controlled her symptoms perfectly, but the second one did not. It was stated that the physician verified stimulation was on prior to the patient moving. The physician reportedly changed the leads and programs. The patient also had a fall 1.5 weeks ago down steps. The patient fell on the left side, where the ins was located. The patient was on oral painkillers after the fall due to back pain with degenerative disk disease and herniated disks. It was also stated that if the patient drank 3 glasses of anything a day ¿forget it.¿

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3093-28, lot# j0527496v, implanted: (B)(6) 2005. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).